Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette pin was in pushed in and would not recognize the cassette. There was unknown patient involvement and unknown harm/adverse event was reported.

Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed a cassette damaged high alarm. A visual inspection was performed and the reported issue was duplicated. The cause of the reported issue was due to the cassette sensor pin. As a result, the cassette sensor pin was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.